Event description:
A peritoneal dialysis (pd) registered nurse (rn) contacted fresenius technical support to report a can't turn on cycler on power up on the liberty select cycler. The patient was connected during incident. The display was blank. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched the cycler on and there were no lights on the stop, ok and up/down keys. The fresenius medical technical representative replaced the cycler due to can't turn on cycler. The patient (pt) did know how to perform continuous ambulatory peritoneal dialysis (capd). Pt had 6 boxes of capd/manual supplies. Patient was to perform capd/manuals. There was patient involvement however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The touchscreen test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) contacted fresenius technical support to report a can't turn on cycler on power up on the liberty select cycler. The patient was connected during incident. The display was blank. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched the cycler on and there were no lights on the stop, ok and up/down keys. The fresenius medical technical representative replaced the cycler due to can't turn on cycler. The patient (pt) did know how to perform continuous ambulatory peritoneal dialysis (capd). Pt had 6 boxes of capd/manual supplies. Patient was to perform capd/manuals. There was patient involvement however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.